Event description:
The report indicated that the customer experienced high bg's (up to 430 mg/dl) while wearing a pod, resulting in a trip to the hospital. He was brought to the ER and admitted with dka. An insulin drip was administered which was successful in controlling his bg's, at which point a new pod was placed. He stated that the subject pod never alarmed to alert him of any sort of problem. The pod will be returned for eval.

Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.